Event description:
It was reported that the pt experienced coupling and or communication issues. An over-discharge was suspected, with pt compliance as the primary cause. The implantable pulse generator (ipg) was replaced in (B)(6) 2011. The pt was doing well, was happy with the new ipg, and was getting great coverage. It was confirmed that the over-discharge ws the pt's third.

Manufacturer narrative:
(B)(4).